Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 33.3 mmol/l. The customer was treated with insulin pump for high blood glucose levels. The insulin pump received multiple pump error alarms. The customer was able to clear the alarm and rewind the insulin pump. The insulin pump passed the self test. The customer declined the troubleshooting for high blood glucose. The device will not return for analysis.